Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/extreme pelvic pain/pelvic (sharp pain) persistent") in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2, delivery in (B)(6), delivery in (B)(6) and abortion spontaneous. Concurrent conditions included overweight. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced fatigue ("fatigue") and headache ("headaches"). In (B)(6) 2011, the patient experienced anxiety ("anxiety"), menorrhagia ("heavy menstrual cycles") and abdominal pain lower ("severe cramping"). In (B)(6) 2011, the patient experienced rash ("rash"). In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood altered ("moodiness"), hypersensitivity ("hypersensitivity reaction to nickel") and dysgeusia ("metal taste"). In 2014, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced mental disorder ("caused or aggravated any psychiatric and/or psychological condition") and treatment noncompliance ("she did not used birth control or contraception at any time following her essure placement procedure"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, alopecia, rash, fatigue, anxiety and headache was resolving and the menorrhagia, abdominal pain lower, mood altered, mental disorder, hypersensitivity, dysgeusia and treatment noncompliance outcome was unknown. The reporter considered abdominal pain lower, alopecia, anxiety, dysgeusia, fatigue, headache, hypersensitivity, menorrhagia, mental disorder, mood altered, pelvic pain, rash and treatment noncompliance to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) kg/sqm. X-ray - on (B)(6) 2010: essure confirmation. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/extreme pelvic pain/pelvic (sharp pain) persistent") in a 41-year-old female patient who had essure (batch no. 686083) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "she did not used birth control or contraception at any time following her essure placement procedure". The patient's medical history included multigravida, parity 2, delivery in 1993, delivery in 2005 and abortion spontaneous. Previously administered products included for an unreported indication: lexapro and paxil. Concurrent conditions included overweight, stress, cough, ear pain, sore throat, swollen lymph nodes, dyspnoea, chronic insomnia, smear cervix abnormal, depression, chills, malaise, myalgia, weakness, sinus infection, coldness, tightness in chest, acute serous otitis media, ear crackling, irritability, concentration impaired, vitamin d deficiency, constipation, urinary frequency, back pain, painful intercourse, irritable bowel syndrome, dysmenorrhea, night sweat, lupus syndrome, joint ache, dysfunction of eustachian tube, food intolerance, bloating, nausea, diarrhea, vaginal discharge, memory loss, mood swings, foreign body in uterus, any part, sleep disturbance, neuroendocrine tumor and adenomyosis. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced fatigue ("fatigue") and headache ("headaches"). In (B)(6) 2011, the patient experienced anxiety ("anxiety"), menorrhagia ("heavy menstrual cycles") and abdominal pain lower ("severe cramping"). In (B)(6) 2011, the patient experienced rash ("rash"). In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood altered ("moodiness"), allergy to metals ("hypersensitivity reaction to nickel") and dysgeusia ("metal taste"). In 2014, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced mental disorder ("caused or aggravated any psychiatric and/or psychological condition"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, appendectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, alopecia, rash, fatigue, anxiety and headache was resolving and the menorrhagia, abdominal pain lower, mood altered, mental disorder, allergy to metals and dysgeusia outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, alopecia, anxiety, dysgeusia, fatigue, headache, menorrhagia, mental disorder, mood altered, pelvic pain and rash to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. X-ray - on (B)(6) 2010: results: essure confirmation. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: anxiety, fatigue, headache, mood altered, cramping, pelvic pain, dysgeusia, alopecia and rash. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: quality-safety evaluation of ptc. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/extreme pelvic pain/pelvic (sharp pain) persistent") in a 41-year-old female patient who had essure (batch no. 686083) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "she did not used birth control or contraception at any time following her essure placement procedure". The patient's past medical history included multigravida, parity 2, delivery in 1993, delivery in 2005 and abortion spontaneous. Previously administered products included for an unreported indication: lexapro and paxil. Concurrent conditions included overweight, stress, cough, ear pain, sore throat, swollen lymph nodes, dyspnoea, chronic insomnia, smear cervix abnormal, depression, chills, malaise, myalgia, weakness, sinus infection, coldness, tightness in chest, acute serous otitis media, ear crackling, irritability, concentration impaired, vitamin d deficiency, constipation, urinary frequency, back pain, painful intercourse, irritable bowel syndrome, dysmenorrhea, night sweat, lupus syndrome, joint ache, dysfunction of eustachian tube, food intolerance, bloating, nausea, diarrhea, vaginal discharge, memory loss, mood swings, foreign body in uterus, any part, sleep disturbance, neuroendocrine tumor and adenomyosis. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced fatigue ("fatigue") and headache ("headaches"). In (B)(6) 2011, the patient experienced anxiety ("anxiety"), menorrhagia ("heavy menstrual cycles") and abdominal pain lower ("severe cramping"). In (B)(6) 2011, the patient experienced rash ("rash"). In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood altered ("moodiness"), allergy to metals ("hypersensitivity reaction to nickel") and dysgeusia ("metal taste"). In 2014, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced mental disorder ("caused or aggravated any psychiatric and/or psychological condition"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, appendectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, alopecia, rash, fatigue, anxiety and headache was resolving and the menorrhagia, abdominal pain lower, mood altered, mental disorder, allergy to metals and dysgeusia outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, alopecia, anxiety, dysgeusia, fatigue, headache, menorrhagia, mental disorder, mood altered, pelvic pain and rash to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. X-ray - on (B)(6) 2010: essure confirmation. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: anxiety, fatigue, headache, mood altered, cramping, pelvic pain, dysgeusia, alopecia and rash. Most recent follow-up information incorporated above includes: on 30-oct-2018: medical record received : lot number was added. Concomitant conditions were added. Historical medications were added. Reporter information was added. Patient's demographics were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.